Event description:
Get stuck in throat [medication stuck in throat]. Get stuck in throat/stick to the esophagus [sensation of foreign body]. Case description: on 2024-09-18, a spontaneous case was reported in japan by a consumer or other non-health professional. The report concerns a male patient. The patient received new poligrip additive-free (carna+polma cream) 75g lot number unknown for other (pt: denture wearer). No concomitant medications were reported. On an unknown date, after an unknown time of starting new poligrip additive-free, the patient experienced a medically significant get stuck in throat (preferred term: foreign body in throat). The outcome of the event get stuck in throat was not recovered. On an unknown date, the patient experienced a non-serious get stuck in throat/stick to the esophagus (preferred term: sensation of foreign body). The outcome of the event get stuck in throat/stick to the esophagus was not recovered. New poligrip additive-free 75g got stuck in the patient's throat. The product stuck to the patient's esophagus every day. When eating, the product entered the body a little. If it sticks to the esophagus, it was advised to consult a doctor. The patient's relevant medical history includes: denture wearer (ongoing). No drug history was reported. No lab data was reported. No comments provided by the reporter. The action taken: for new poligrip additive-free was unknown. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences.

Manufacturer narrative:
Veeva case: (B)(4).